Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error battery failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
G4: 26sept2019; b4: 27sept2019. The helpdesk engineer confirmed the reported issue. The customer was provided with the part number for the pm board. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.